Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke leaving the tampon pledget inside her vaginal cavity. She was unable to remove the pledget on her own and went to urgent care. She stated the pledget fell apart and left pieces inside her. The urgent care doctor removed the tampon pledget pieces. She had been experiencing vaginal pain and inflammation and at urgent care was diagnosed with a vaginal bacterial infection. The doctor prescribed percocet for the pain and amoxicillin antibiotic. She scheduled a follow up with her obgyn since her symptoms were not improving. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome and additional medical treatment, if any. No further information has been received.